Event description:
The o2 delivery was checked in the pacu and noted to be below 30% on several outlets. It was noted that the o2 delivery was dropping as more o2 flow meters were turned on. The problem was identified as the bear ii ventilator which was connected to the o2 and air outlets. This ventilator was not in use. Once the ventilator was disconnected the o2 levels rose immediately.